Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer reported the reader did not power on with a button/strip after the customer stated, "they exposed the device to moisture by accidentally washing it." The customer experienced hyperglycemia symptoms of dizziness and disorientation. They contacted their healthcare professional (hcp), who advised them to go to the hospital. An ambulance was called, and the patient was taken to the hospital, where their blood glucose level (unspecified) was analyzed. The healthcare provider (hcp) administered an insulin injection for a diagnosis of hyperglycemia. After monitoring the patient overnight for observation, no additional treatment was needed. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and corrosion was observed in usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. Visual inspection has been performed on the usb/charging cable and corrosion inside usb connector was observed. Visual inspection has been performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter and all results were not within the specification. The reader was de-cased and liquid contamination was observed on pcba (printed circuit board assembly). An extended investigation was performed. Visual inspection has been performed on the returned de-cased reader, charging cable and adapter. Liquid contamination was observed on the pcba (printed circuit board assembly) and in the charging cable. Used load tester to test the returned adapter and all results were not within the specification. However, the observation of liquid contamination on both cable and reader proves that the reader failed to power on due to contamination, and the this may have in turn damaged the adapter. Therefore, issue is not confirmed to use due to liquid contamination. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer reported the reader did not power on with a button/strip after the customer stated, "they exposed the device to moisture by accidentally washing it." The customer experienced hyperglycemia symptoms of dizziness and disorientation. They contacted their healthcare professional (hcp), who advised them to go to the hospital. An ambulance was called, and the patient was taken to the hospital, where their blood glucose level (unspecified) was analyzed. The healthcare provider (hcp) administered an insulin injection for a diagnosis of hyperglycemia. After monitoring the patient overnight for observation, no additional treatment was needed. There was no report of death or permanent impairment associated with this event.